Event description:
It was reported that a skin reaction occurred. The wearable was inserted in the arm on (b)(6) 2026. On (b)(6) 2026 at approximately 5:30 AM, the patient was preparing for work and applied a new sensor. Shortly after application, she experienced itchiness at the sensor site but initially paid little attention to it, believing it was caused by mosquito bites, as she was busy with her daily activities. Later that evening, she noticed redness and swelling around the area where the sensor had been placed. By the morning of (b)(6) 2026, her symptoms had worsened, and she observed rashes, blisters, bumps/pimples, and inflammation on her arm. Since she works at a hospital, she sought medical attention that day. After evaluation, her healthcare provider (HCP) determined that the symptoms were consistent with a skin reaction to the sensor adhesive. No diagnostic testing was performed, as the HCP felt it was unnecessary based on the clinical presentation. The HCP prescribed the following treatments: Cephalexin (oral antibiotic), Benadryl (oral antihistamine) and topical Mupirocin ointment. The patient was advised to continue the prescribed treatment. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient stated that her condition had since improved and that she was currently doing well with no ongoing concerns. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).